Event description:
It was reported that the helix of the right ventricular (rv) lead was unable to be retracted during the implant procedure. The rv lead was explanted and replaced to resolve the event, and the patient was in stable condition. The rv lead was inspected following the procedure and the helix was observed to be stretched.

Manufacturer narrative:
The reported events of helix mechanism issue and helix damage were confirmed. As received, a complete lead was returned in one piece. A visual examination of the lead revealed the helix was stretched, bent and damaged consistent with procedural damage with traces of blood and tissue at the helix region. The cause of the reported events was isolated to the blood and tissue at the helix region and the damaged helix consistent with procedural damage. Electrical testing of the lead revealed no indication of conductor fractures or internal shorts.